Event description:
Initial report: this non-serious case was reported by a health professional (nos) via a company rep to our local affiliate. This case has been upgraded to serious based on company criteria. This case involves a female pt who received 2 vials of poly-l-lactic acid (sculptra) in 2009 for treatment of an unk indication. Relevant medical history and concomitant medication info was not provided. Five months later, the pt received 1 vial of poly-l-lactic acid. Following the second treatment the same month, the pt experienced swelling and developed nodules. The pt's outcome at the time of the report was unk. It is also unk if therapy with poly-l-lactic acid is ongoing or if any corrective treatment was given. Reporter's causality: not provided. A ptc (pharmaceutical technical complaint) has been initiated